Event description:
A nurse reported that the cassette was not able to pass the priming process before surgery. Bss (balanced salt solution) was found leaking out from the small filter located near the cassette along the irrigation tubing. There was no harm reported.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the fifth complaint reported for this issue for this finished good lot. Review of the DHR (device history record) indicates the order was built to specification. Visual inspection of the returned sample found no obvious defects. Functional testing was performed; the sample leaked at the check valve and prevented the sample from priming. The root cause of the leaking check valve has been determined by the supplier to be a molding processing issue. An internal investigation has been opened to address complaints of a similar nature. (B)(4).